Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been receiving lost sensor alerts since she started using the sensors. During troubleshooting, weak signal alarm and lost sensor alert were found. Customer mentioned her blood glucose level was over 600 mg/dl. Customer will not be returning the device for analysis.